Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 07/22/2016 that a customer had an issue with a dialysis catheter.the customer states during a demonstration for product adoption, prototype was used. Two stylets were used for catheter a and v side respectively. They seemed to be short; the tips would not come out from the catheter and the connectors would not close properly.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. There were no non-conformances for this issue in the reported lot number found during the device history record (DHR) review. Photos were provided by the customer. Visual evaluation of these photos was performed but it was not possible to verify the length of the stylets. Additionally, two kits of product ID (B)(4) with two stylets each, were received for analysis and investigation. No issues were found during visual evaluation. The luer adapters and caps were connected and disconnected several times without difficulty. During dimensional inspection, one stylet was found out of the length specification. The manufacturing process for this product was reviewed. There are two different part numbers of stylets used for this product. During this complaint sample evaluation, 1 out of 2 stylets of the part was found out of the specification for the catheter set of 33 cm, but similar to the stylets length configuration for the catheter set of 28 cm. The palindrome catheter manufacturing was transferred from a previous facility to a new manufacturing location. As part of the transfer activities, the stylets remaining in inventory were also moved to the new manufacturing location. There was a mix of stylets with different length configuration present on the material received and can be considered as a possible root cause. A corrective and preventive action (CAPA) has been initiated. It must be noted that in-process controls (such as personnel training, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.